Manufacturer narrative:
H10: a voluntary recall has been initiated for the covera vascular covered stent which was product catalog/lot number specific. Reportedly the covera vascular covered stent has the potential to exhibit deployment issues (i.e., failure to deploy the covered stent) due to slide block bond failures in the device handle. Full or partial failure of the product to deploy is most likely to require percutaneous replacement with existing access. In rare cases, iatrogenic vascular injury may occur as the result of device withdrawal, manipulation, or abrupt/unexpected movements, particularly in the context of difficult or partial stent deployment or mispositioning. Adjunctive endovascular maneuvers may be indicated. There have been no cases where an open surgical procedure has been required. To date, there have been no reported patient injuries associated with deployment issues. As a result of the field action, this event is being reported as a malfunction reportable event.  H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the device was not returned for evaluation, and no images were provided. Based on information available and as no device sample was returned for evaluation, the investigation is closed with inconclusive result. A definite root cause for the issue experienced by the customer could not be identified. Labeling review: the relevant labeling for this product was reviewed. Based on the instructions for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. With regards to preparation and accessories, the instructions for use states "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated". Holding and handling of the system throughout deployment was found sufficiently described. H10: d4 (expiry date: 05/2024), g3 h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure, the physician was unable to deploy a covered stent. It was further reported that the second knob of the deployment wheel was allegedly difficult to rotate. The delivery system was removed from the patient and it was found that the stent was allegedly not deployed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
A voluntary recall has been initiated for the covera vascular covered stent which was product catalog/lot number specific. Reportedly the covera vascular covered stent has the potential to exhibit deployment issues (i.e., failure to deploy the covered stent) due to slide block bond failures in the device handle. Full or partial failure of the product to deploy is most likely to require percutaneous replacement with existing access. In rare cases, iatrogenic vascular injury may occur as the result of device withdrawal, manipulation, or abrupt/unexpected movements, particularly in the context of difficult or partial stent deployment or mispositioning. Adjunctive endovascular maneuvers may be indicated. There have been no cases where an open surgical procedure has been required. To date, there have been no reported patient injuries associated with deployment issues. As a result of the field action, this event is being reported as a malfunction reportable event.  As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiration date: (expiry date: 05/2024). Device pending return.

Event description:
It was reported that during a stent placement procedure, the physician was unable to deploy a covered stent. It was further reported that the second knob of the deployment wheel was allegedly difficult to rotate. The delivery system was removed from the patient and it was found that the stent was allegedly not deployed. The procedure was completed using another device. There was no reported patient injury.